Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor is not flashing. The customer's blood glucose was 218mg/dl. The customer stated the sensor was removed and noticed that the cannula was retracted back. The customer was advised the sensor will be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found sensor cannula retracted inside the sensor base. Unable to confirm the customer received sensor in said condition due to customer returned sensor opened/used.